Event description:
It was reported that during a bph procedure the fiber broke in the window; no fiberlife message was observed. It was further reported that the aim beam was fine before and during the procedure prior to the fiber break. The fiber was exchanged and the procedure was completed with a second fiber. Patient outcome: "no injury" to the patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch mark. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that the first fiber failed as 77k. Total joules and time expended for the combined use of two fibers to complete the procedure were 140,649 joules and 22:48 minutes. The fiber tip (cap) of first fiber was cleaned during the procedure.